Manufacturer narrative:
The correct analysis results are now attached. The returned lead had been capped about 21 cm distal of the is-1 connector pin and was only available in fragments. Only the proximal part of the lead was returned for analysis. The distal part of the lead, including the shock electrode and the tip electrode, were not available for analysis. The analysis detected fraying of the insulation about 12.5 cm and 20 cm distal of the is-1 connector pin. In addition, at 20 cm distal of the is-1 connector pin, the rope conductor to the shock coil was fractured. This damage is most likely the cause of the shock impedance >150 ohm complained about. The position and kind of the damages are characteristic for massive mechanical stress of the lead due to friction at the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The check of the conductor passages at the provided lead fragment as part of the electrical analysis did not show any other conductor fractures than the one mentioned above. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that 86 months after the implantation the lead was explanted due to a shock impedance >150 ohms.